Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin was squirting out during the fill tubing process. The customer¿s blood glucose was 310 mg/dl. Customer states insulin did not continue to drip after letting go of the act button. Troubleshooting was done. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. Infusion set-unomedical.

Manufacturer narrative:
Device was received with compromised force sensor system alarm during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor.